Event description:
It was reported after two successful trials and pt scanned to assess their canal size and cord location that pt with severe scoliosis was implanted with a lead at t8-t9 and ipg for scs. During postoperative testing, it was stated that there was a slight left side bias that could produce lower back and bilateral lower extremity paresthesia, which started at the knees. Post implant it was reported pt lost movement in right leg. Physician stated he did not believe there was a hematoma it is likely that it is the pt anatomy. In 2008, system explanted. Physician stated he pulled a good volume of clot from site and that the hematoma was the volume limiter causing pressure. The system was not returned to ans for eval. Follow-up found pt has gained back more feeling and has been gaining back function in their right leg and foot.

Manufacturer narrative:
Eval codes. Method: device history record and sterilization records were reviewed. Results: all records reviewed were found to meet specs. Ans, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Defers to the pt's physician regarding medical history.